Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump got wet and had a blank display, frozen screen, the minutes did not change on time display. The customer also reported that the buttons were unresponsive and the insulin pump had a crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage and display issue, the display did not return and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the moisture damage. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display anomaly. Unable to download history files and traces using thump due to flashing white display. Unable to verify frozen screen, blank display and unexpected anomalies due to flashing white display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to verify frozen screen and unexpected anomalies due to flashing white display. The following were noted during visual inspection: cracked battery tube threads, cracked case near belt clip rails, fading serial number label, and cracked battery tube threads. Flashing white display anomaly was confirmed during analysis due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Unable to verify frozen screen, blank display and unexpected anomalies due to flashing white display. Unit was confirmed damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.